Event description:
It has been reported that while prepping the device, a 2 inch long piece of red plastic fell out of the lumen when the catheter was flushed. The catheter was not used on a pt and the device has been discarded.